Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient was in the ER after being shocked multiple times for af with rvr in the vf zone. The rep will likely be increasing the vf rate zone cutoff.